Event description:
It was reported that patient experienced tape not sticking due to perspiration on(B)(6) 2026

Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be a serious injury.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number(B)(4).